Event description:
It was reported that during a photo selective vaporization of the prostate (pvp), the aiming beam came out of the tip of the fiber at 79370 joules and 180w. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) , the aiming beam came out of the tip of the fiber at 79370 joules and 180w. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the report of beam coming out of the tip cannot be confirmed as functional testing showed that the aiming beam was observed at the output window, as intended. Analysis identified the glass cap at the proximal end was moving independently of the metal cap, indicating a proximal circumferential fracture. It is likely that during use of the device there may have been excessive manipulation or bending applied to the fiber resulting in the observed proximal circumferential fracture. Based on the information available, there was no reported permanent impairment or damage to the patient or surgical intervention was required. There was no information to reasonably suggest that the proximal circumferential could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on the information available and device finding, the manufacturer determined this event no longer meets the requirement of the reportable event for the device in question. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap at the proximal end of the metal cap is fractured. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. The fiber was functionally tested with hene laser fixture. The testing conducted showed the aim beam was at the output window, as intended. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.